Event description:
The ge oec 9800 fluoroscopy system had intermittent image quality issues, where lines and boxes would appear in the viewing area. It was also reported that on occasions, the monitor would go to black and the technique would maximize. A reboot of the system would restore functionality.

Manufacturer narrative:
A ge oec service representative investigated the issue and removed and replaced the system backplane, video controller pcb, systems interface pcb, and workstation power supply (ps1) to repair the malfunctions. The system was tested and found to be operating as intended and released to the customer for use. No negative patient effect was reported due to this malfunction. The facility was unable to, or would not provide further patient information with respect to this issue.